Event description:
A physician was in the process of applying a fallopian tube clip. The applicator would not advance the metal spring all the way on to the plastic jaws of the clip. Another clip was tried with the same result. A different tubal occlusion method was then done to complete the case. No pt consequences were reported.